Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient revised to address liner that levered out of shell and fractured, noted cup was implanted vertical and polyethylene wear of liner. Update ad 02 may 2018 receipt of ppf and sticker sheets record. In addition to what was previously alleged, ppf alleges metal wear and metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.